Event description:
The facility's haemovigiliance practitioner reported to baxter (B)(4) that a blood component transfusion set had leaked. This occurred during infusion. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.